Event description:
It was reported that the patient developed pocket stimulation. The device was explanted and replaced. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient developed pocket stimulation from the chronic lead. The lead was capped and replaced. The device was explanted and replaced at the time of lead revision as the battery was "well past the middle of life". No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Asku